Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and suture was used. During use the suture was detached from the needle when pulling the suture. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/18/2018 evaluation: unopened samples were returned for analysis. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along the strands with no defects observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no attachment defects were found, and the tested samples met the finished goods requirements.